Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered a shock as inappropriate therapy. Technical services (ts) was consulted and reviewed stored episodes. Ts noted smart pass feature had been disabled prior to the event, with the data indicating noisy signals on the electrogram (egm). Ts recommended x-ray imaging to check on systems integrity and location. This device remains in service. No additional adverse patient effects were reported. At a later date, this electrode when examined through x-ray imaging presented a fracture. Subsequently it was explanted and a new device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered a shock as inappropriate therapy. Technical services (ts) was consulted and reviewed stored episodes. Ts noted smart pass feature had been disabled prior to the event, with the data indicating noisy signals on the electrogram (egm). Ts recommended x-ray imaging to check on systems integrity and location. This device remains in service. No additional adverse patient effects were reported.